Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The reason for call was the patient reported that about a month ago, (then their spouse on the call with the patient said it was actually since (B)(6) 2024), that they started to have to make changes to their settings because the therapy wasn't helping as much for their symptoms. The patient stated they'd been on the same program for about 3 weeks now and they were doing fine but then about 3 days ago, the therapy started randomly sending extra, hard painful jolts. The patient stated this was the first time it had happened to them in all of their device history and that they hadn't tried to reset the device yet (change the program setting) because they wanted to call agent first. The patient denied having had any falls or traumas that might have led to the issue. Patient stated that they would try different programs and settings in the past if they experienced it was not helping and they would increase until they started to feel the stimulation comfortably and it would help, but nothing happened like the jolting they were experiencing now. Agent reviewed device description/function and stimulation considerations with the patient as well as battery longevity considerations with the patient and suggested that the patient could try to switch to a different program to see if that resolved the issue but redirected the patient to follow up with their health care provider (hcp) to check the implanted system and do a battery longevity calculation. Patient checked their ins battery on the call and they stated they saw the green check mark. The patient was able to connect to see their settings on the call and they switched to a new program and started to increase the stimulation however they got a message that told them to plug in the communicator as the communicator battery was low so the patient and caller were going to charge the communicator and continue making a therapy adjustment when the communicator battery had sufficient charge. The patient was going to monitor their symptoms and reach out to their managing health care provider about the issue and to do a battery longevity calculation. Documented reported event. No further action was taken by agent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were able to stop the jolting by changing programs and the settings. It was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: tm90p01, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.